Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 40-year-old female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, the patient underwent medical device removal (seriousness criterion intervention required), 9 years 3 months after insertion of essure. The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (B)(6) 2023. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3386 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, endometrial disorder, uterus enlarged, normal delivery (live child), parity 3, multi gravida, uterine pain, overweight, adenomyosis, lower abdominal discomfort and abdominal pain in 2023. Previously administered products included: mirena, oral contraceptive nos and aygestin. As concurrent condition the report mentioned pelvic pain since 2023. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy done on (B)(6) 2023). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: coils seen right: 5 # coils seen left: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.755 kg/sqm. [Computerised tomogram abdomen] on (B)(6) 2023: exam description: CT abdomen and pelvis w contrast clinical history: lower abdominal pain for few weeks but getting worse. Comparison: hysterosalpingogram from (B)(6) 2014. Ob ultrasound from (B)(6) 2008. Finding: the urinary bladder was decompressed at the time of imaging and therefore is not well evaluated. Bilateral essure devices are noted. The uterus is within normal limits. No large adnexal mass lesions or bulky pelvic lymphadenopathy. The bones are well mineralized. Impression: no acute process is identified in the abdomen or pelvis. Normal appearance of the appendix. Essure devices in the expected locations. [Pathology test] on (B)(6) 2023: addended report final diagnosis: a. Uterus, cervix, bilateral fallopian tubes,: uterus: disordered proliferative endometrium no hyperplasia or neoplasia noted paratubal cyst formation cervix: unremarkable bilateral fallopian tubes: paratubal cyst formation addendum regross of the specimen reveals thin metal coils in the proximal end of the bilateral fallopian tubes. Clinical information : uterine pain [ultrasound scan] on (B)(6) 2023: normal uterus, no evidence of adenomyosis, essure coils and normal ovaries quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 13-oct-2023: patient and reporter information,medical history,lab data,indication,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.